Event description:
It was reported that during a gastroplasty procedure on the initial firing the device cut but did not staple the stomach. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 2/13/2009. Information anticipated, but unavailable at this time.